Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. Upon the first deployment attempt, the implant depth was approximately 8 mm on the non-coronary cusp (ncc) and 12 mm on the left coronary cusp (lcc), which was considered too deep. Subsequently, the valve was recaptured. Upon the second deployment attempt, the valve was positioned at 3 mm on the ncc and 6 mm on the lcc and was deployed successfully. Following release of the valve, complete heart block (chb) occurred. The patient left the room with temporary pacing in place, and was kept for observation for a potential permanent pacemaker implant if improvement is not observed.